Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The instrument malfunctioned due to one of the forks on the universal joint flaring outward (bent) causing the assembly to become disjointed. A manufacturing review was performed and there were no discrepancies found. The device met product specifications prior to shipment for distribution by the customer. Further investigation was unable to assign a root cause for the device malfunction. No further investigation required. Device availability updated. Type of report updated to follow-up. Updated device evaluation by manufacturer.

Manufacturer narrative:
It is expected that the device will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device, an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complainant information provided by depuy synthes.

Event description:
During an unknown patient procedure the metal handle offset cup impactor broke during insertion of the cup. There was no patient injury or adverse events reported.